Event description:
A nurse reported to baxter (B)(4) during therapy the machine did not give an audible or visual alarm when the substitution bag needed to be changed. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was not returned to baxter for an evaluation. A follow-up MDR will be submitted if any additional information is received.